Event description:
Customer reported intermittent boot ups with a communications error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and upgraded the single board computer. System operates as intended.